Event description:
On (B)(6): operating room nurse, reports female (age not provided) having a stent placement procedure when fluoro failed. Nurse reports, the physician had to blindly place the stent. She was not aware of any repercussions. Nurse would not provide any further information or contact for pm follow up on patient outcome. On (B)(6): customer reported that during a stent placement, the system would not fluoro. Physician was unable to verify stent placement on the system. Patient was transferred to recovery where stent placement was verified with x-ray. No patient injury was reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.